Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure location of device: myometrium \malposition of essure location of device: myometrium"), pelvic pain ("severe and permanent pain\ pain"), seizure ("seizures") and syncope ("blood or heart disorder \condition type:synocope") in a 26-year-old female patient who had essure (batch no: 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ear infection, adenoidectomy, tonsillitis, vaginal delivery, light headedness, shortness of breath, hearing impaired and respiratory tract infection. Concurrent conditions included laboured breathing, numbness, double vision, diarrhea, bronchitis, chickenpox, panic attacks, heartbeats irregular, ringing in ears, hoarseness, bloating, dairy intolerance, heartburn, frequency urinary, gum bleeding, lymph node palpable, bruising, back pain, muscle pain, vertigo, difficulty sleeping, anxiety, colonoscopy, colonic biopsy, colitis, abdominal pain, lower abdominal pain, pain ankle, otalgia, pharyngitis, sore throat, ear discomfort, cough, fever, ear pain, general body pain, vomiting, rib pain, ankle injury, ankle sprain, foot pain, polycystic ovary, adenomyosis, urinary tract infection, folliculitis, plantar fasciitis, burning micturition, post-traumatic stress disorder, tibia fracture, chest pain, dermatitis, perineal pain, groin pain, hearing loss and arthritis. Family history included gastrointestinal disorder, breast cancer, lung cancer and brain cancer metastatic. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, aminobenzoic acid;betaine hydrochloride;choline bitartrate;citrus limon;echinacea purpurea root;glutamic acid hydrochloride;inositol;laminaria digitata powder;malus domestica;medicago sativa;methionine;minerals nos;pepsin;quercetin dihydrate;rosa canina;rutoside;vitamins nos (multiple vitamins with minerals), aripiprazole, caffeine, cyclobenzaprine, estradiol, fluoxetine, ibuprofen, levetiracetam, levetiracetam (keppra), paracetamol (acetaminophen), prazosin, promethazine, sennoside a+b (senokot) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced seizure (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type:rashes, allergies") and palpitations ("blood or heart disorder \condition type:synocope, heart palpitations"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes describe: menopausal symptoms"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder/urinary tract \vaginal)"), vaginal infection ("infection (bladder/urinary tract vaginal)") and urinary tract infection ("infection (bladder/urinary tract vaginal)") and was found to have weight increased ("hormonal changes:weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), headache ("headaches") and uterine pain ("uterus pain and surrounding area"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, seizure, syncope, vaginal haemorrhage, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, menopausal symptoms, migraine, headache, nausea, vaginal discharge, weight increased, dermatitis allergic, palpitations, cystitis, uterine pain, vaginal infection and urinary tract infection outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menopausal symptoms, menorrhagia, migraine, nausea, palpitations, pelvic pain, seizure, syncope, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: patient's left hand side, two coils were remaining. On the patient's right hand side, one coil was remaining. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Computerised tomogram: on (B)(6) 2017: impression: no acute process seen in the abdomen or pelvis.. Hysterosalpingogram: on (B)(6) 2012: impression: noncontract opacification of the fallopian tubes, beginning just proximal to the essure micro insert within each fallopian tube.. Pathology test: on (B)(6) 2013: final diagnosis a: biopsy terminal ileum: architecturally normal superficial villous intestinal mucosal b: random colon biopsies: architecturally normal colonic mucosa no diagnostic evidence of lymphocytic-microscopic or collagenous colitis. X-ray limb: on (B)(6) 2016: impression: fragmentation along the tip of the lateral malleolus as discussed. Lesion in the distal tibia has primarily benign CT features although the exact etiology is unclear. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: nausea, headache, seizure, rash, depression, vaginal bleeding, vaginal discharge,nickel allergy, dyspareunia,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("undergo major surgery / severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure location of device: myometrium \malposition of essure location of device: myometrium'), pelvic pain ('severe and permanent pain\ pain'), seizure ('seizures') and syncope ('blood or heart disorder \condition type:syncope') in a 26-year-old female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ear infection, adenoidectomy, tonsillitis, vaginal delivery, light headedness, shortness of breath, hearing impaired and respiratory tract infection. Concurrent conditions included laboured breathing, numbness, double vision, diarrhea, bronchitis, chickenpox, panic attacks, heartbeats irregular, ringing in ears, hoarseness, bloating, dairy intolerance, heartburn, frequency urinary, gum bleeding, lymph node palpable, bruising, back pain, muscle pain, vertigo, difficulty sleeping, anxiety, colonoscopy, colonic biopsy, colitis, abdominal pain, lower abdominal pain, pain ankle, otalgia, pharyngitis, sore throat, ear discomfort, cough, fever, ear pain, general body pain, vomiting, rib pain, ankle injury, ankle sprain, foot pain, polycystic ovary, adenomyosis, urinary tract infection, folliculitis, plantar fasciitis, burning micturition, post-traumatic stress disorder, tibia fracture, chest pain, dermatitis, perineal pain, groin pain, hearing loss and arthritis. Family history included gastrointestinal disorder, breast cancer, lung cancer and brain cancer metastatic. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, aminobenzoic acid; betaine hydrochloride; choline bitartrate; citrus limon; echinacea purpurea root; glutamic acid hydrochloride; inositol; laminaria digitata powder; malus domestica; medicago sativa; methionine; minerals nos; pepsin;quercetin dihydrate;rosa canina;rutoside;vitamins nos (multiple vitamins with minerals), aripiprazole, caffeine, cyclobenzaprine, estradiol, fluoxetine, ibuprofen, levetiracetam, levetiracetam (keppra), paracetamol (acetaminophen), prazosin, promethazine, sennoside a+b (senokot) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced seizure (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type:rashes, allergies") and palpitations ("blood or heart disorder \condition type:syncope, heart palpitations"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"), menorrhagia ("abnormal bleeding vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes describe: menopausal symptoms"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection bladder/urinary tract vaginal") and urinary tract infection ("infection bladder/urinary tract vaginal") and was found to have weight increased ("hormonal changes:weight gain"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("infection bladder/urinary tract \vaginal"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), headache ("headaches"), uterine pain ("uterus pain and surrounding area"), anxiety ("mental anguish"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation") and deformity ("disfigurement"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, seizure, syncope, vaginal haemorrhage, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, menopausal symptoms, migraine, headache, nausea, vaginal discharge, weight increased, dermatitis allergic, palpitations, cystitis, uterine pain, vaginal infection, urinary tract infection, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, alopecia, anhedonia, anxiety, bladder disorder, cystitis, deformity, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, emotional distress, fatigue, general physical health deterioration, headache, menopausal symptoms, menorrhagia, migraine, nausea, palpitations, pelvic pain, seizure, syncope, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: patient's left hand side, two coils were remaining. On the patient's right hand side, one coil was remaining. Tubal ligation. Date(s) of removal: (B)(6) 2018 (discrepancy noted as per pif). Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Computerised tomogram on (B)(6) 2017: impression: no acute process seen in the abdomen or pelvis.. Hysterosalpingogram on (B)(6) 2012: impression: noncontract opacification of the fallopian tubes, beginning just proximal to the essure micro insert within each fallopian tube. On (B)(6) 2015: result not provided. Pathology test on (B)(6) 2013: final diagnosis. A: biopsy terminal ileum: architecturally normal superficial villous intestinal mucosal. B: random colon biopsies: architecturally normal colonic mucosa. No diagnostic evidence of lymphocytic-microscopic or collagenous colitis. X-ray limb on (B)(6) 2016: impression: fragmentation along the tip of the lateral malleolus as discussed. Lesion in the distal tibia has primarily benign CT features although the exact etiology is unclear. Lot number:626278, manufacturing date:2007/11, & expiration date:2009/10 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jul-2020: quality-safety evaluation of ptc. On 7-jul-2020: pif received: rcc note added. Fu 5 and 6 processed together. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure location of device: myometrium \malposition of essure location of device: myometrium"), pelvic pain ("severe and permanent pain\ pain"), seizure ("seizures") and syncope ("blood or heart disorder \condition type:synocope") in a 26-year-old female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ear infection, adenoidectomy, tonsillitis, vaginal delivery, light headedness, shortness of breath, hearing impaired and respiratory tract infection. Concurrent conditions included laboured breathing, numbness, double vision, diarrhea, bronchitis, chickenpox, panic attacks, heartbeats irregular, ringing in ears, hoarseness, bloating, dairy intolerance, heartburn, frequency urinary, gum bleeding, lymph node palpable, bruising, back pain, muscle pain, vertigo, difficulty sleeping, anxiety, colonoscopy, colonic biopsy, colitis, abdominal pain, lower abdominal pain, pain ankle, otalgia, pharyngitis, sore throat, ear discomfort, cough, fever, ear pain, general body pain, vomiting, rib pain, ankle injury, ankle sprain, foot pain, polycystic ovary, adenomyosis, urinary tract infection, folliculitis, plantar fasciitis, burning micturition, post-traumatic stress disorder, tibia fracture, chest pain, dermatitis, perineal pain, groin pain, hearing loss and arthritis. Family history included gastrointestinal disorder, breast cancer, lung cancer and brain cancer metastatic. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, aminobenzoic acid;betaine hydrochloride;choline bitartrate;citrus limon;echinacea purpurea root;glutamic acid hydrochloride;inositol;laminaria digitata powder;malus domestica;medicago sativa;methionine;minerals nos;pepsin;quercetin dihydrate;rosa canina;rutoside;vitamins nos (multiple vitamins with minerals), aripiprazole, caffeine, cyclobenzaprine, estradiol, fluoxetine, ibuprofen, levetiracetam, levetiracetam (keppra), paracetamol (acetaminophen), prazosin, promethazine, sennoside a+b (senokot) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced seizure (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type:rashes, allergies") and palpitations ("blood or heart disorder \condition type:synocope, heart palpitations"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes describe: menopausal symptoms"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), cystitis ("infection (bladder/urinary tract \vaginal)"), vaginal infection ("infection (bladder/urinary tract vaginal)") and urinary tract infection ("infection (bladder/urinary tract vaginal)") and was found to have weight increased ("hormonal changes:weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), headache ("headaches") and uterine pain ("uterus pain and surrounding area"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, seizure, syncope, vaginal haemorrhage, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, menopausal symptoms, migraine, headache, nausea, vaginal discharge, weight increased, dermatitis allergic, palpitations, cystitis, uterine pain, vaginal infection and urinary tract infection outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menopausal symptoms, menorrhagia, migraine, nausea, palpitations, pelvic pain, seizure, syncope, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: patient's left hand side, two coils were remaining. On the patient's right hand side, one coil was remaining. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Computerised tomogram - on (B)(6) 2017: impression: no acute process seen in the abdomen or pelvis.. Hysterosalpingogram - on (B)(6) 2012: impression: non-contract opacification of the fallopian tubes, beginning just proximal to the essure micro insert within each fallopian tube. Pathology test - on (B)(6) 2013: final diagnosis a: biopsy terminal ileum: architecturally normal superficial villous intestinal mucosal b: random colon biopsies: architecturally normal colonic mucosa. No diagnostic evidence of lymphocytic-microscopic or collagenous colitis. X-ray limb - on (B)(6) 2016: impression: fragmentation along the tip of the lateral malleolus as discussed. Lesion in the distal tibia has primarily benign CT features although the exact etiology is unclear. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: nausea, headache, seizure, rash, depression, vaginal bleeding, vaginal discharge,nickel allergy, dyspareunia,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: pfs +mr received: reporters were added. Plaintiff demography added. Product implanted and explanted date added. Lot no. Was added. Events-vaginal bleeding, menorrhagia, nickel allergy,bladder problems, urinary tract disorder, dysmenorrhea, dyspareunia, fatigue, hair loss, menopausal symptoms, vaginal infection , bladder infection, urinary tract infection,migraines,headaches, migration of essure location of device: myometrium, nausea,rash, vaginal discharge, weight gain, seizures, syncope,heart palpitation,uterus pain were added. Outcome was updated. Concomitant drugs & conditions were added. Past medical histories were added. Lab test were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure location of device: myometrium \malposition of essure location of device: myometrium'), pelvic pain ('severe and permanent pain\ pain'), seizure ('seizures') and syncope ('blood or heart disorder \condition type:synocope') in a 26-year-old female patient who had essure (batch no. 626278) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, ear infection, adenoidectomy, tonsillitis, vaginal delivery, light headedness, shortness of breath, hearing impaired and respiratory tract infection. Concurrent conditions included laboured breathing, numbness, double vision, diarrhea, bronchitis, chickenpox, panic attacks, heartbeats irregular, ringing in ears, hoarseness, bloating, dairy intolerance, heartburn, frequency urinary, gum bleeding, lymph node palpable, bruising, back pain, muscle pain, vertigo, difficulty sleeping, anxiety, colonoscopy, colonic biopsy, colitis, abdominal pain, lower abdominal pain, pain ankle, otalgia, pharyngitis, sore throat, ear discomfort, cough, fever, ear pain, general body pain, vomiting, rib pain, ankle injury, ankle sprain, foot pain, polycystic ovary, adenomyosis, urinary tract infection, folliculitis, plantar fasciitis, burning micturition, post-traumatic stress disorder, tibia fracture, chest pain, dermatitis, perineal pain, groin pain, hearing loss and arthritis. Family history included gastrointestinal disorder, breast cancer, lung cancer and brain cancer metastatic. Concomitant products included acetylsalicylic acid (aspirin), alprazolam, aminobenzoic acid;betaine hydrochloride;choline bitartrate;citrus limon;echinacea purpurea root;glutamic acid hydrochloride;inositol;laminaria digitata powder;malus domestica;medicago sativa;methionine;minerals nos;pepsin;quercetin dihydrate;rosa canina;rutoside;vitamins nos (multiple vitamins with minerals), aripiprazole, caffeine, cyclobenzaprine, estradiol, fluoxetine, ibuprofen, levetiracetam, levetiracetam (keppra), paracetamol (acetaminophen), prazosin, promethazine, sennoside a+b (senokot) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In october 2010, the patient experienced seizure (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: nickel"), alopecia ("hair loss"), dermatitis allergic ("allergic or hypersensitivity reaction type:rashes, allergies") and palpitations ("blood or heart disorder \condition type:synocope, heart palpitations"). In january 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), menopausal symptoms ("hormonal changes describe: menopausal symptoms"), migraine ("migraines"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), vaginal infection ("infection (bladder/urinary tract vaginal)") and urinary tract infection ("infection (bladder/urinary tract vaginal)") and was found to have weight increased ("hormonal changes:weight gain"). In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and cystitis ("infection (bladder/urinary tract \vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant), headache ("headaches"), uterine pain ("uterus pain and surrounding area"), anxiety ("mental anguish"), anhedonia ("loss of enjoyment of life"), emotional distress ("humiliation"), general physical health deterioration ("degradation") and deformity ("disfigurement"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingoophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, seizure, syncope, vaginal haemorrhage, menorrhagia, allergy to metals, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, alopecia, menopausal symptoms, migraine, headache, nausea, vaginal discharge, weight increased, dermatitis allergic, palpitations, cystitis, uterine pain, vaginal infection, urinary tract infection, anxiety, anhedonia, emotional distress, general physical health deterioration and deformity outcome was unknown and the pelvic pain had resolved. The reporter considered allergy to metals, alopecia, anhedonia, anxiety, bladder disorder, cystitis, deformity, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, emotional distress, fatigue, general physical health deterioration, headache, menopausal symptoms, menorrhagia, migraine, nausea, palpitations, pelvic pain, seizure, syncope, urinary tract disorder, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details: patient's left hand side, two coils were remaining. On the patient's right hand side, one coil was remaining. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.5 kg/sqm. Computerised tomogram - on (B)(6) 2017: impression: no acute process seen in the abdomen or pelvis.. Hysterosalpingogram - on (B)(6) 2012: impression: noncontact opacification of the fallopian tubes, beginning just proximal to the essure micro insert within each fallopian tube.; on (B)(6) 2015: result not provided. Pathology test - on (B)(6) 2013: final diagnosis a: biopsy terminal ileum: architecturally normal superficial villous intestinal mucosal b: random colon biopsies: architecturally normal colonic mucosa - no diagnostic evidence of lymphocytic-microscopic or collagenous colitis. X-ray limb - on (B)(6) 2016: impression: fragmentation along the tip of the lateral malleolus as discussed. Lesion in the distal tibia has primarily benign CT features although the exact etiology is unclear.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received :- reporter information was added. New event added disfigurement, degradation, humiliation, loss of enjoyment of life, mental anguish. Lab test added a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.